Manufacturer narrative:
Product not released for evaluation. Hospital has not released scope.

Event description:
Allegedly, during a ureteroscopy with kidney stone removal, a stone became stuck beside scope; patient sustained ureter damage.